Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber and the fiber tip detached inside of the pt at 208,446 joules. Also, it was reported that the fiber tip was flushed from the pt's bladder. No pt injury was reported. The device was not returned for eval.